Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number:sc-4318. Batch/lot number: 29783153. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was no longer getting an adequate pain relief. The patient underwent an explant procedure wherein all device components were removed.